Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the customer's priming technique, and found that she may have been connected to the infusion set during the manual prime. The prime history also shows two separate primes instead of one. Advised the customer not to be connected during the manual prime. Advised the customer to call back as needed. Nothing further was reported.